Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation has been initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "if the coude tip and the notch on funnel are supposed to be perfectly aligned, he has noted sometimes it is not. When asked how often he sees this defect, he said "it varies." He said sometimes the notch on funnel does not align perfectly with the coude tip and is misaligned only slightly. He said he uses it as intended to "maintain orientation" with use as he knows to insert with coude tip upwards. He has noted in some catheters "it is just a little bit off, not 180 degrees off or anything, just a little bit off to the side, just a tad" was the most he could describe this misalignment. He still uses them, no harm experienced." Unknown lot/market unit and quantity.